Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reported "the plunger broke" on a syringe of juvéderm® voluma¿ with lidocaine. Patient contact occurred; there was no patient impact.